Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported cowl and difficult imaging were unable to be determined. The reported unchanged mr was a cascading effect of the reported cowl. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. One mitraclip xtw was implanted. The second mitraclip xtw passed established final arm angle (efaa) during prep and during the procedure. Prior to deployment the clip was closed to approximately 10-15 degrees. Post-deployment, when the clip was released, it had opened to approximately 60 degrees. An additional clip was attempted, but was unable to grasp a sufficient amount of leaflet. There were no issues with the clip. The final mr was grade 4. The patient was subsequently placed on a balloon pump. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.